Manufacturer narrative:
(B)(4). Date sent: 4/10/2024 b3: only event year known: 2023 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo summary this is an analysis of a set of images submitted for evaluation. Two photos of the patient's buttocks related to (B)(4) were evaluated. One photo appears to have been taken closer to the postoperative period, the other later. In the early photo, multiple black strips of skin could be observed across the entire buttocks, without any connection to each other. No blisters, skin peeling, or significant skin swelling was seen. The top area of the buttocks is covered in surgical dressing, not sure what the skin underneath looks like. In the latter photo, the affected area of skin appears to be in the healing phase, with the superficial skin peeling away to form several large areas, particularly on the right side. A skin dressing can be seen covering the upper left part of the buttocks. There is also a residual area of black skin on the right side. Judging from the photos, the skin damage was likely second-degree burns. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited. Additional information received: initially on physical observation on the generator there seems to no problem occurred on megen1. Output verification, est and cqm test are carried out on the following generator after test carried out all the parameters are with in ranges megen1 was working as per standards. But while performing this tests I observed the return pad they are using are literally around 50% size of our mega dyne return electrodes. The earth pad they used is 3rd party brand. It's not j&j earth pad. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the severity of the burn? (Please see degrees of burns below and choose one) o first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters o second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful o third degree burn the burn site looks deep, whitening or blackened and charred ¿ what medical intervention was used to treat the burn? (Such as salve or stitches) ¿ besides the burn, did the patient experience any adverse consequence due to the issue? ¿ are there any anticipated long-term effects from the burn or injury? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure a burn occurred. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2024 d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information received: patient side burn happened on return electrode placed area. (S.no: (B)(6). Initially on physical observation on the generator there seems to no problem occurred on megen1. Output verification, est and cqm test are carried out on the following generator after test carried out all the parameters are with in ranges megen1 was working as per standards. For other 2 remining megen1 (s.no: (B)(6) present in ot, same test has been carried out both of the device are working as per standards. I also checked the ot power sockets using multimeter voltage parameters are within the recommend range. But while performing this tests I observed the return pad they are using are literally around 50% size of our mega dyne return electrodes. Due to the lesser surface area on return pad even though the contact is small megen1 earth pad indicator turn green. Because of this earth pad having small contact area on while on surgery if the earth pad stickiness get worn off due to contact with fluids used on patient. The part where the earth pad attached will have higher concentration of energy. I suspect the burn may have caused due this scenario to observe further surgeries so that this issue can be avoided on future. Initially hospital thought that burns are due to megen1 , but our biomedical team analyzed the machine and informed them its due to substandard return electrode and he shared detailed report also which I have shared . When they noticed burns, we have no information. Burns look like 1stdegree burns. For other questions we have no proper information.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Video analysis: additional video was provided, during the video a red alert was observed. Based on the video, the reported event was confirmed. No conclusion could be reached as to how this issue occurred through video analysis. Because the instrument was not returned our evaluation is limited.